Manufacturer narrative:
H 11:the cockpit log files have been requested and analysed. A tscp fialure has been logged in the date of event. Analysis of the complaint database revealed similar reports from other customers using sw hlm.1.5. A software anomaly has been logged to address the reported issue. The investigation confirmed the problem, highlighting that the backup control unit maintains control during the reset. Once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reset, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. In certain scenarios, the gas blender might switch to standby mode, requiring the operator to reactivate it via the user interface on the gas blender unit to ensure continuous operation. After a second reset, a new case must be initiated from the home screen. The root cause of this issue was identified as a software anomaly related to a memory violation. The issue has been fixed under sw hlm.1.5.1. Livanova has taken action by implementing a dedicated CAPA and a field action (fa-cp-mun-2024-004) to provide customers with instructions on immediate measures and to outline the corrective actions being implemented to address this issue.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in oulu, finland. This event has been conservatively reported to FDA, despite livanova's risk analysis assessing the overall risk as low and within acceptable limits. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a cockpit reset of an essenz console equipped with software version 1.5 occurred during procedure. The cockpit screen went back to the initial page, while actuator area continued to display flows and roles and the pumps continued to run. The user then selected the option "last case" and the procedure ended without any further incident. There was no patient injury.